Manufacturer narrative:
Correction: g4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced with another staar implantable collamer lens (icl). Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced with shorter length lens. H6- device evaluation: lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) " UDI related data quality updates only". H4: device manufacture date: 19-jul-2023 to 13/07/2023. Claim # (B)(4).